Event description:
Healthcare professional (hcp) reported ¿a vascular occlusion with volux.¿ hcp additionally reported that patient was injected with 3 ml bilaterally in the jawline with juvéderm volux¿ xc. Two days after injections, the patient experienced ¿bruising¿. Four days later, noticed itchiness unilaterally along the jawline near the chin and began experiencing skin necrosis the day after that. Patient was injected with several rounds of hyaluronidase six days after injection. It seemed to have little effect on their capillary refill until they managed to cannulate and inject the facial artery. Eventually, their capillary refill returned to normal. Hcp plans to follow up with ultrasound, wound care management, and hyperbaric oxygen. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.